Event description:
It was reported the pt was admitted to the hospital for a heart attack. It was reported the pt felt a shock through her body a few hours after she had been hooked up to the heart monitor. The sjm rep helped the pt to ensure the scs system was turned off. Follow up identified the pt did not want to meet with any sjm personnel regarding her scs system until she had recovered.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.